Event description:
On december 09, 2024, palette life sciences received a notification from a physician in australia. It was reported that "approximately 2cc of barrigel was seen on magnetic resonance imaging (MRI) in rectal wall close to the apex. This was then reversed on (B)(6) 2024, with hylauranidase awaiting new MRI images."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
On december 09, 2024, palette life sciences received a notification from a [physician] in australia. It was reported that "approximately 2cc of barrigel was seen on magnetic resonance imaging (MRI) in rectal wall close to the apex. This was then reversed on (B)(6) 2024, with hyaluronidase awaiting new MRI images."

Manufacturer narrative:
(B)(4).